Event description:
The manufacturer received info alleging a ventilator fails to charge it internal battery. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's power management board was replaced to correct the problem. Although the ventilator was found to audibly and visually alarm appropriately for a loss of ac power, this type of malfunction would result in a loss of therapy if the ac power source was lost.